Event description:
It was reported that the pt experienced a decrease in symptom relief and no stimulation. A reprogramming/interrogation of the implantable neurostimulator (ins) showed impedance readings >4000 ohms on all but two lead combinations. The reporter indicated that the ins was replaced but the lead was left in place. The manufacturer's device tracking system showed that both the ins and the lead were replaced. Additional information has been requested, a follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
(B)(4).